Manufacturer narrative:
Additional information regarding the event reported was requested. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the salem sump tube was inserted on (B)(6) 2018. On (B)(6) 2018 tube feedings were halted due to a suspected leak in the salem sump tube when what appeared to be formula was aspirated from the patient's mouth. Gastric imaging confirmed tube placement in the stomach; however, gastrografin was visible in the esophagus along side of the salem sump tube. Auscultation produced sounds from the patient's mouth and stomach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. During testing the sample did not show any signs of leaking. The reported condition could not be confirmed. Beca use the issue could not be confirmed, a root cause could not be determined. A formal corrective and preventive action has been opened. This investigation will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.